Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a communication issue with interface and had a black screen. A field service engineer found that all in one was determined to be defective and replaced all in one and the frayed pyxis bus cable and then reconfigured the pyxinet and hospital network settings to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user encountered a communication issue with the interface or server, and the device showed as offline with a black screen. The customer attempted both a soft reboot and a hard reboot, but the issue persisted. The pyxis system also displayed an interface error. The device was rebooted again, and the server groups including the interface servers were cycled on coordination with cis, but the problem remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.